Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the preoperative diagnosis of painful breast metastatic lesion at t11; and underwent a surgery. Intra-op, the plastic wing of the cannula separated from the cannula of the mapping instruments. The bone was extremely hard and a lot of heavy malleting was needed to gain trocar access in this osteoblastic breast lesion. The trocar was removed from the vertebral body with a coker clamp and mallet to gain leverage in order to get the cannula out of the patient. A new trocar was used in the same hole and the procedure was completed with no problems. No fragment of the broken product remained inside the patient. There was a delay of 15 minutes in overall procedure time due to this event. There were no patient complications as a result of this event.